Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 14-sep-2019, UDI #: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) will not be returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully released from the delivery catheter system (dcs). While removing the dcs, the nose cone of the dcs caused the valve to dislodge to the sinotubular junction. A snare loop pulled the valve into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.